Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 at pre-implant which an indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) offered to send in a pretty good privacy (pgd) file, however, field representative did not have the ability to send in a pgd file and was in search for another device to use for the case as field representative was in the middle of the case. As of this time, this device was not in service. No patient involvement.